Manufacturer narrative:
1718912-2016-00038 is associated with argus case (B)(4), biotene.

Event description:
This case was reported by a consumer via interactive digital media and described the occurrence of death nos in a male patient who received biotene oralbalance unknown formulation (biotene) unknown (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene. On an unknown date, an unknown time after starting biotene, the patient experienced death nos (serious criteria death, gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the death nos was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the death nos to be related to biotene. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was reported via (B)(4) on (B)(6) 2016. Death logged as a precaution because the wife stated her husband, who used the product, had died. It was not clear from the post if he died while using the product.